Event description:
It was reported the small battery drive device was "no longer charging or working". It was not reported that the alleged malfunction occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of patient or user injury. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.